Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing. No intervention was performed. The patient had no consequences.